Event description:
It was reported that the needle 18x1-1/2 ll eclipse hub cracked when connected to the syringe. The following information was provided by the initial reporter, translated from portuguese to english: "the needle hub cracked when connected to the syringe."

Manufacturer narrative:
H.6. Investigation: it was performed the DHR, maintenance records, quality and no deviation was found for this batch. The photo made available by the client for evaluation allowed an investigation to be made and the probable root cause for the incident to be determined, although the failure is considered punctual. The root cause for this mode of failure occurred due to a screwing of the cannon with mounting the protector. At this stage a misaligned assembly of the needle protector occurred causing the cannon to fracture.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the needle 18x1-1/2 ll eclipse hub cracked when connected to the syringe. The following information was provided by the initial reporter, translated from portuguese to english: "the needle hub cracked when connected to the syringe."